Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, opening curved on radius and crease fold. A microscopic analysis was performed which identified, one opening crease sharp on radius and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on radius due to fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.